Event description:
It was reported that the pt had a skin ulcer. The tip of the electrode was poking through the pt's skin and caused server discomfort and pain. The pt underwent surgery to place the lead deeper. The pt recovered without sequelae. Additional info had been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).